Event description:
It was reported that the lead was being sutured down during implant and the physician cut the insulation. The lead exhibited low impedance. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.